Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'error 345' was reproduced. A review of the event history log (ehl) revealed 'error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor failure. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) upon device power p on the seventh floor. There was no patient involvement. No additional information is available.